Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant that did not fully cross the si joint.

Event description:
In (B)(6) 2014 the patient underwent a left side si joint arthrodesis where three implants were placed. The patient complained that her original pain had not gone away. The surgeon determined that the most inferior implant had not been sufficiently advanced across the si joint leading to poor fixation. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the most inferior implant using the guided removal system and chisels because the implant was solidly set in bone. The status of the patient following the revision surgery is not yet known.